Event description:
It was initially reported that the patient had an increase in seizures, unknown relationship to pre-vns baseline. The seizures were brief and partial and one occurred on (B)(6) 2012, and three seizures occurred on (B)(6) 2012. The patient's medication levels were normal when tested earlier that month but the patient has had episodes of not taking her medication in the past. The physician increased the patient's zonisamide dose. At a later appointment the patient was having fewer seizures. The decrease in seizures was the result of zonisamide being increase, being able to take a nap after lunch and not get as nervous. Follow-up with the office indicated that it was unknown if the seizures were above or below pre-vns baseline. Diagnostics were within normal limits. No additional new information was provided. A battery life estimate indicated that the patient may be near end of service if not at end of service. It is unknown if the seizures was related to vns being at end of service.

Event description:
An implant card was received on (B)(6) 2013, which indicates the patient's vns generator was replaced due to battery depletion on (B)(6) 2013. The explanted device is not retrievable as it has been discarded.

Manufacturer narrative:
Analysis of programming history.